Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented with pain and redness around the device pocket, an infection was observed. A small drainage and erosion was also observed. The device was explanted successfully. The patient was in stable condition and on antibiotics.